Manufacturer narrative:
Please reference medwatch's 2032227-2015-13307 and 3004209178-2015-96852. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported on (B)(6) 2015, via phone call that the customer began to receive low glucose predicted alerts, and that isig was dropping. The insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 126 mg/dl, compared with the sensor glucose reading of 58 mg/dl. The isig was 9.96 and then went up to 10.76. The customer was advised to remove, and replace the sensor. Troubleshooting was conducted for the sensor. The customer called back on (B)(6) 2015 to state that the sensor is still giving them issues. It was also stated that the customer calibrates when they wake up, before lunch, and before they go to sleep. The customer stated that their blood glucose would be 75 mg/dl in the morning and 225 mg/dl during lunch. The customer was advised that the drastic changes in blood glucose readings may cause the sensor versus blood glucose issue.

Manufacturer narrative:
Reliability analysis inspected two opened/used enlite sensors and performed testing. Both sensors failed per specification with high readings.